Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of seven (7) years, 11 months due to moderate stenosis secondary to calcific degeneration.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required, as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.